Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). This report has been identified as (B)(4). The device is currently under investigation at our laboratory in (B)(6).

Event description:
Imp ref #: (B)(4).